Manufacturer narrative:
This is a duplicate reporting of the event reported on asr ID (B)(4).

Event description:
It was reported that during testing conducted at the manufacturer facility, a broken bur was found inside the attachment. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The attachment was scrapped by the manufacturer facility, as it is not a repairable product.

Event description:
It was reported that during testing conducted at the manufacturer facility, a broken bur was found inside the attachment. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.